Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient reported to technical support (ts) that a fluid leak occurred during their peritoneal dialysis (pd) treatment. The patient reported that multiple alarms had occurred prior to finding the leak. A heater bag not detected alarm occurred in setup, and patient line blocked alarms occurred during drain 4 and fill 5. The patient cancelled their treatment and when the cassette was removed from the cycler, fluid was identified on the interior cycler head pumps. The ts representative issued the patient a replacement cycler and advised them to notify their peritoneal dialysis registered nurse (pdrn) of the reported event. The exact source of the leak was unknown. It was reported that the patient completed treatment by performing a manual exchange. Upon follow up with the pdrn, it was confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The pdrn also confirmed the patient was trained on performing stat drains, as well as manual pd therapy if needed. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cassette used by the patient was not available to be returned for physical evaluation as it was reportedly discarded. The cycler was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indication of particulates within the cassette area. A simulated treatment was performed and completed without alarms or failures. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During investigation an infestation was found under the pump. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.